Event description:
It was reported that stent dislodgement occurred. During preparation of a 7.0mmx15mmx150cm express sd renal/biliary stent, it was noted that the stent came off of the balloon in the tuohy. The procedure was completed with a 6mm express sd stent. No patient complications were reported.